Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during an implant procedure, the patient experienced a perforation due to placement difficulty of the right ventricular lead. A pericardial effusion was also noted so pericardiocentesis was done and a drain placed. The lead was not used and another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.